Event description:
The customer reported that there were problems with the x-ray on the system; the system needs to be calibrated. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.